Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not available for reporting. Device was not implanted/explanted. (B)(6). A product development investigation was performed for the complaint device (t holding sleeve-long for matrix, part number 03.632.036, lot number 6778549). The device was received with the complaint that while attempting to load a matrix polyaxial screw (04.639.645) onto a matrix holding sleeve (03.632.036), both the screw and holding sleeve threads were damaged. Additionally it was noted that a t25 screwdriver shaft ¿ long (03.632.072) was stripped. The matrix holding sleeve (03.632.036) is one of ten (10) holdings sleeves for the matrix spine system utilized during screw insertion (03.632.001, 03.632.024, 03.632.028, 03.632.036, 03.616.042, 03.616.043, 03.632.085, 03.632.123, 03.632.124 and sd03.632.123). The matrix system is covered by three technique guides: matrix ¿ deformity (j9698-d), matrix-degenerative (j9699-d) and matrix ¿ mis (j9700-d). Once the holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s green knob clockwise until it is fully engaged. The returned device was examined and the complaint condition was able to be confirmed as the threaded tip was found to be broken and missing a segment (approximately 5mm x 2.5mm x 0.9mm ¿ calipers ca94). No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. Relevant drawings for the returned device were reviewed (both current revision and from the time of manufacture): top-level) and inner shaft. Changes were implemented to address the failure mode of the holding sleeve threaded tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter; the returned instrument was manufactured to the current drawing revision, after these changes were applied (mfg 05-jan-2012). The design, materials and finishing processes were found to be appropriate for the intended use of this device. A device history record review was performed for the subject device lot. Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: jan 5, 2012. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a level l3/s1 laminectomy fusion procedure on (B)(6) 2016, when prepping for screw insertion, the scrub nurse attempted to load the pedicle screw onto screwdriver and noted it was not engaging onto screwdriver. When the screw was inspected, it was noted that a small fine shave of threads had come off both the screw and the screwdriver. The screw and driver were put aside and a new screw was loaded. The damaged screw and driver were not used in the patient as it was noted prior to surgeon attempting insertion. The procedure was completed successfully with substitute screws and screwdriver. There was no adverse outcome to patient. No delay to the procedure was reported. The device addressed in this report was not initially reported but was received by synthes on july 15, 2016 in association with the reported event. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
Patient's gender was reported as female. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.